Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The robotics coordinator (roco) informed fse that they were getting an instrument engagement issue again on universal surgical manipulator (usm4). Fse replaced usm4 due to the current issue and non-recoverable faults previously reported. Fse also replaced the spider cable as gigabit com was showing significant errors coming from the spider. Fse verified spider cable and resolved the gigabit com issues. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there were multiple problems with universal surgical manipulator (usm4), prompting attempts by the customer to resolve the issue using different instruments, drapes, and sterile adapters. These actions were unsuccessful, and the customer had to disable usm4 for the procedure to continue, as the system continued not to recognize sterile adapters. No known impact or patient consequence was reported.